Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received - 5 unopened pouches. Analysis and results - there are no previous complaints of this code batch. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep). Batch manufacturing records - review of the records show that this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion - although the results of the samples received fulfill the specifications, we take note of this incidence in order to assess if new or additional actions are needed. This case is considered not confirmed by evidence of the samples received. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that the suture broke in 3 separate instances. During surgery at an unspecified time, the suture was broken. Patient harm or outcome was not noted. Patient data was not available. Additional information has been requested. This report refers to the first procedure. Associated medwatches: 3003639970-2019-00056; 3003639970-2019-00057.